Manufacturer narrative:
The scissors cev607 was received for evaluation: device history review (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis - the scissors does not cut at the tip. No other defect was detected. The device was returned to the manufacturing site in october 2020 for servicing. Root cause - the evaluation verified the complaint as valid. However, the investigation did not highlight any manufacturing defect. This issue is due to normal wear of the blades.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 2523190-2021-00046, 2523190-2021-00048 , 2523190-2021-00049. A facility reported that during use, the scissors insert cev607 was not sharp enough. No patient injury or death alleged, and it is unknown if the event led to an increase of surgery time.